Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. Any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Referenced manufacturer file # (B)(4). Pending product return.

Event description:
(B)(6) 2019 bd1 customer states that alarm power comes on intermittent tested the alarm with new batteries. Even with new batteries the alarm still has intermittent power issues. Customer states sometimes it works when you shake it. Troubleshooting template completed (B)(6) 2019. The date the issue was discovered is unknown and no patient incident or injury was reported.

Event description:
Supplemental added for additional information.

Manufacturer narrative:
The device was not returned after multiple attempts. This event is reported solely on the information provided by the customer. Without the return of the device, the complaint cannot be confirmed. A review of the unit¿s device history record (DHR) did not reveal any issues that could have contributed to the reported incident. The device was shown to have passed all verification testing and met manufacturing specifications prior to being released for distribution. Historical data revealed five similar issues reported in the last four years and evaluated; however, only one was confirmed due to the speaker soldering pad was peeling off causing the sound to turn off when pressure was applied below the speaker grill (front side of the unit). The other 4 complaints did not confirm the reported issue: three of the complaints were met specifications, and one with sound issue due to a faulty rv1 (thermistor). No patient incidents were reported. Being that the device is over one year old, it is likely the cause is expected normal wear and tear. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Referenced manufacturer file # 2019-01604 h3 other text : no product returned.